Event description:
It was reported that an asymptomatic patient presented to the clinic during follow up with the device exhibiting backup vvi. After a device software download, normal device function resumed.